Event description:
The manufacturer became aware of a literature entitled ¿wrist at risk? Considerations derived from a novel experimental setup to assess torques during hip reaming with potential implications on the orthopedic surgeons¿ health¿, published in 2021, which is associated with the imn instruments (intramedullary nailing system). During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. The impulsive behavior of the torque when the milling tool reaches the subchondral lamella could potentially contribute to wrist pathology of the surgeon.

Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the 'chemnitz university of technology, professorship machine tool design and forming technology, professorship factory planning and factory operation, institute of materials science and engineering, strasse der nationen 62, chemnitz, germany'. The article can be found at https://doi.org/10.1016/j.jmbbm.2020.104160. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.